Event description:
It was reported that on (b)(6) 2026, a 29mm Navitor Vision valve was selected for implant using a large FlexNav Delivery System (DS). The patient has an anatomy with a presence of Truncus Arteriosus Brachiocephalicus (TABC). Prior to the implant, the patient was presented with severe aortic stenosis. During the procedure, the was the valve was unable to be positioned as the first attempt resulted in a higher depth; following the second attempt resulted in a lower depth and on the third attempt, it was unable to be recaptured. The DS was pulled into both the ascending and descending aorta then attempted to close the gap using a micro-adjustment wheel however, the gap remained and decided to be deployed in the descending aorta. The patient did not remain hemodynamically stable throughout the procedure as the patient was developed with a cardiac arrest and cardiac massage was performed to stabilize. A TABC dissection was observed in the ascending aorta and a stent was placed. A second 29mm, non-Abbott valve was selected for implant and able to be implanted successfully. On the same night, the patient was pronounced to be deceased. The implanter classified this death as being related to the performance of the Abbott device. No additional information was provided.

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 29MM NAVITOR VISION VALVE WAS SELECTED FOR IMPLANT USING A LARGE FLEXNAV DELIVERY SYSTEM (DS). PRIOR TO THE IMPLANT, THE PATIENT WAS PRESENTED WITH SEVERE AORTIC STENOSIS. DURING THE PROCEDURE, THE WAS THE VALVE WAS UNABLE TO BE POSITIONED AS THE FIRST ATTEMPT RESULTED IN A HIGHER DEPTH; FOLLOWING THE SECOND ATTEMPT RESULTED IN A LOWER DEPTH AND ON THE THIRD ATTEMPT, IT WAS UNABLE TO BE RECAPTURED. THE DS WAS PULLED INTO BOTH THE ASCENDING AND DESCENDING AORTA THEN ATTEMPTED TO CLOSE THE GAP USING A MICRO-ADJUSTMENT WHEEL HOWEVER, THE GAP REMAINED AND DECIDED TO BE DEPLOYED IN THE DESCENDING AORTA. THE PATIENT DID NOT REMAIN HEMODYNAMICALLY STABLE THROUGHOUT THE PROCEDURE AS THE PATIENT WAS DEVELOPED WITH A CARDIAC ARREST AND CARDIAC MASSAGE WAS PERFORMED TO STABILIZE. A TRUNCUS ARTERIOSUS BRACHIOCEPHALICUS (TABC) DISSECTION WAS OBSERVED IN THE ASCENDING AORTA AND A STENT WAS PLACED. A SECOND 29MM, NON-ABBOTT VALVE WAS SELECTED FOR IMPLANT AND ABLE TO BE IMPLANTED SUCCESSFULLY. ON THE SAME NIGHT, THE PATIENT WAS PRONOUNCED TO BE DECEASED. THE IMPLANTER CLASSIFIED THIS DEATH AS BEING RELATED TO THE PERFORMANCE OF THE ABBOTT DEVICE. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
An event of Vascular Dissection, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the event was reviewed by an Abbott medical reviewer and noted that ¿The narrative was reviewed. The aortic dissection is most likely related to the inability to resheath the 29 mm Navitor valve. Due to the absence of pre-procedural anatomical details and procedural angiographic imaging, it is not possible to fully assess the factors contributing to the failure to resheath during the second attempt. Based on the narrative, the valve was successfully resheathed during the first attempt.Potential contributing factors to the inability to resheath include tortuous or angulated aortic anatomy, rapid resheathing of the FlexNav Delivery System, and significant angulation between the Navitor valve and the FlexNav system during resheathing. Should additional information and/or imaging become available further analysis can be undertaken.Based on the information received, the cause of the reported incident could not be conclusively determined; however, due to patient's anatomical conditions and procedural difficulties could have contributed to the patient¿s death. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.